Event description:
The patient reported that the healthcare provider implanted another manufactures stimulation device and he is still having the same issue with this stimulator covering his pancreas pain. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).